Event description:
The territory mgr received a call from a perfusionist stating the raceway boot ruptured during a cardiopulmonary bypass procedure. The pt had been on the pump for 1.5 hrs when the boot started to leak. The territory mgr asked him to hold the product for pickup/shipment back to the manufacturer. The perfusionist did not report or fill out an incident report because he did not change out the boot. It was towards the end of the case, so the perfusionist lowered the flows from 3.2 1pm to 2.9 1pm, and placed towels under the pump to catch the shed blood. No medical intervention was required.

Manufacturer narrative:
The returned lines were sent to the manufacturer for eval. The manufacturer reviewed the tubing using a power microscope and noted that the slit was jagged. In addition, they noted an abrasive pattern on the tubing, approximately 9 inches in length, along the length of the tubing which lines up with the jagged slit. Based upon their review, they do not believe that abrasive pattern or that type of slit would have been caused by any of their manufacturing processes. All current inventory was inspected and none of the tubes in stock showed any signs of slits or rupture lines. It was also reported that the perceived defects on the other pieces were bag marks. These are created when the warm tubing is not dried properly leaving marks before being placed into the bags for shipping. They do not believe that these marks are related to the defect reported. Based upon the review by the manufacturer, it is unk at this time as to what the specific root cause was of the rupture, although the jagged slit being in line with the abrasive pattern suggests that the pump may have contributed to the slit. As for the bag marks, the manufacturer has revised their process to address this issue. A change has been made to this kit, replacing the taperflex line with regulator pump tubing for all future builds. (B)(4).